Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
It was reported that a catheter revision was done on (B)(6), 2008 because of a disconnection of the catheter from the pump. A rontgen radioscopy was performed to diagnose the disconnection. It was stated that the patient was "okay again" after the revision procedure. The medication being delivered via the device system was morphine.